Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer is reusing insulin from other cartridges. Tandem technical support educated the customer to not reuse insulin.